Event description:
Customer reported ten blood leaks on CT 190g dialyzers. Uses range from 1-38. The blood leaks were noted by a blood leak alarm and confirmed by positive hemastix results. New dialyzers and bloodlines were set-up and the treatments continued without furhter incident. No pt injury or medical intervention was reported by the customer.